Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient¿s therapy turned off without using the patient programmer around the end of (B)(6) 2016. It was stated this was a sudden change in therapy/symptoms. Indications for use were parkinson¿s dual and movement disorders.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.